Event description:
After secondary focal ablation pt experienced difficulty in swallowing and stricture was noted in the area where the pt received treatment. Pt was subsequently dilated and symptoms have improved. The severity of this event was not given by physician, and relationship of the event was not given by physician, and relationship of the event to the device procedure was not given, and there was no device malfunction indicated.